Manufacturer narrative:
Duragen (id4501i ) was not returned for evaluation and lot number information has not been provided; thus, device history record (DHR) review and/or retain samples evaluation was not possible. Based on the complaint description provided, there is no information regarding how the product was implanted (covered the entire exposed dura or just the dural defect), the technique used (e.g., inlay, onlay, tenting), the reason for the surgery (patient condition). Therefore, the cause for inadequate adhesion barrier cannot be determined and the relation of the use of the device to the reported condition cannot be established. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that duragen (id4501i) was placed on (B)(6) 2021 for a craniotomy procedure. After 3 months, strong adhesion to the brain surface was observed. There was also peeling of tissue on the surface of the brain and bleeding from some veins. Duragen was removed on (B)(6) 2021. There was no known delay for the procedures.